Event description:
It was reported that pump insulin gauge displayed a much lower amount than caller expected, with pump showing 75 units while caller expected 150 units despite insulin delivery appearing normal. There was no reported impact to the customer¿s blood glucose level. Caller confirmed correct cartridge preparation steps, did not reuse or overfill cartridge, was able to reload same cartridge with guidance from technical support, declined test bolus to update estimate, and chose to continue using the current cartridge.